Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient developed an epidural hematoma following his first implant surgery. The system was subsequently explanted approximately an hour after implant. The patient experienced some initial motor deficit, however, the issues have reportedly resolved.